Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and visual inspection revealed that the lead body showed signs of a counterclockwise twist. Cuts were also noted in the outer insulation, with blood/body fluid infiltrating the lead through the cuts. Testing was completed to assess lead inner and outer insulation integrity; while inner insulation integrity was confirmed, the damage to the outer insulation was confirmed electrically. Lead resistances were measured and found to be within normal limits. Due to the location and morphology of damage to the lead, it is likely that external stress applied to the lead body contributed to the reported impedance and lead migration issues. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that pacing impedances on this right ventricular (rv) lead had been increasing for several months. The patient was referred for a chest x-ray and it was determined that the patient had twiddled the lead in multiple places, resulting in movement of the lead. This rv lead and the associated implantable cardioverter defibrillator (ICD) were explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD). The explanting physician commented that this patient had a history of twiddling and that this lead had previously been revised one day post implant due to twiddling. No additional adverse patient effects were reported.